Event description:
Upon further review of the product analysis results, it was clarified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board.

Event description:
The handheld computer, flashcard, and serial cable were received by the manufacturer on (B)(6) 2012. An analysis was performed on the returned handheld, and no anomalies associated with the main battery were identified during the analysis. During the analysis, it however was identified that the handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified and full product functionality was restored. An analysis was performed on the flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a physician's dell x50 handheld computer was not holding a charge. The company representative swapped her a/c power cord with the physician's, and the physician's computer would still not charge. However, the physician's cord would work on the representative's computer. In addition, the physician's serial cord adaptor would not work with her computer. The charging light on the computer flickered, but after the a/c power cord was wiggled at the serial cord connection, the light did not flicker further. The physician kept the computer plugged in on a shelf in his office, and no misuse was expected to have contributed to the event. The computer, serial cord, and software flashcard were received on (B)(6) 2012. However, product analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently reported the cause of the battery being unable to charge incorrectly. The cause was associated with broken solder connections on the handheld computer main board and not in the serial cable, as previously reported. Results, corrected data: the supplemental report #1 inadvertently reported the results section of the evaluation codes incorrectly. The cause of the battery failure was due broken solder connections on the handheld computer main board.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Device available for evaluation?, corrected data: the initial report inadvertently did not include that the device was received by the manufacturer on (B)(4) 2012.